Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, air entered from the hemostatic valve. It was noted that functioning as a hemostatic valve was able after the procedure but air ingression could not be prevented. The balloon catheter was not used. No patient complications have been reported as a result of this event.